Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving a patient notification for low, out of range high voltage lead impedance. There have been no more low impedance measurements since last visit. Monitoring the patient or reprogramming the device were recommended.